Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw kit 9735737 stealth s8 cranial h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a surgery, when the surgeon was registering the patient via 3 point, the second point, was expected in the center of the forehead, was way off centered and caused the remainder of their registration to be off center. Troubleshooting showed 2 point was located over the left eye instead of center of forehead. There was heavy motion in scans, confirmed via looking at scans on pacs end. Scans apparently looked fine and motion was not as obvious when viewing scans on the navigation vs pacs. They did 5 anatomical landmark points and registered that way. It was accurate once they did this.

Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, there was insufficient information provided to determine whether a software a nomaly contributed to the reported behavior. Two sets of archives were provided in which there was no registration data found in one, but the other had data without plan data. The registration that was performed used touch and trace and a total of 5 touch points were identified. Out of the 5 touchpoints, only 2 were verified correctly, 3 were found in the red zone, and the final one was not verified. There were a good amount of trace points found and some of them were sunken into the skin and some into the air. It was suspected that loose skin and registration pattern might have caused the reported behavior, but the root cause remained insufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue was proven to be a patient movement problem. The movement was not as apparent on the stealth as it was on the pacs computer but once they pulled the scan up on pacs, there were 3 different locations of the nose and entire head. The system has been working totally fine since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.